Event description:
It was reported a balloon ruptured on the first inflation during a common femoral angioplasty procedure of a calcified lesion. Following withdrawal of the balloon catheter through the introducer sheath, it was noted a segment of the balloon material had detached. Multiple run off procedures were performed and the detached segment could not be located, therefore, no retrieval was attempted. Another balloon catheter was used to successfully complete the procedure without pt complications and the pt has since been discharged. This device has not been received for evaluation. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without further dertails about this event or evaluating the device, co is unable to determine the exact cause for this event. The co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptured during dilation, immediatley discontinue the procedure, peflate the balloon, do not reinflate and remove carefully."